Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all operational specifications. However, it was observed that there was visible damage to the input shaft, including damage to the locking features as well as signs of localized heating. Thus, the shaft was burnt black forward of the locking flats. Based on the evidence, it was concluded that the device did not function as intended (would not spin, heat). Therefore, the reported condition was confirmed. Furthermore, the burr locking mechanism functioned as intended with both a g1 burr and the standard (non-g1 burr). The assignable root cause was determined to be due to operator error from an incorrect method of insertion. This was further defined as user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device was not spinning when in use with an attachment device. The report stated two attachment devices were involved in the event. As a result, there was a twenty minute delay to the surgical procedure. An identical spare attachment device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.